Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. After contacting technical support, the customer received instructions on resetting the pump, resolved the issue successfully, and was advised to call back if the problem recurred.